Manufacturer narrative:
Omit : a24 - adverse event without identified device or use problem (2993).

Event description:
It was reported that there was an order for a fluid bolus of 103.8 ml normal saline (ns). The nurse programmed the pump and left the bedside. When the nurse returned to the bedside, the pump module was still infusing but the display disappeared with only "channel a" was showing on the module and nothing was displayed on the pcu. It was in guardrails when the infusion was started and was displaying properly at that time. The nurse then tried to restore the infusion. The pump showed 4ml left of the 103.8ml infusion of ns but when she went to start it, the brain displayed the message system error. There was patient involvement but no harm.

Event description:
It was reported that there was an order for a fluid bolus of 103.8 ml normal saline (ns). The nurse programmed the pump and left the bedside. When the nurse returned to the bedside, the pump module was still infusing but the display disappeared with only "channel a" was showing on the module and nothing was displayed on the pcu. It was in guardrails when the infusion was started and was displaying properly at that time. The nurse then tried to restore the infusion. The pump showed 4ml left of the 103.8ml infusion of ns but when she went to start it, the brain displayed the message system error. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an order for a fluid bolus of 103.8 ml normal saline (ns). The nurse programmed the pump and left the bedside. When the nurse returned to the bedside, the pump module was still infusing but the display disappeared with only "channel a" was showing on the module and nothing was displayed on the pcu. It was in guardrails when the infusion was started and was displaying properly at that time. The nurse then tried to restore the infusion. The pump showed 4ml left of the 103.8ml infusion of ns but when she went to start it, the brain displayed the message system error. There was patient involvement but no harm.